Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined because the subject device was not returned to omsc. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The ccd unit and the cable unit failed because unexpected stress was applied to the head part and the cable by the user handling. Aging deterioration.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the image of the subject device could not be displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) (oekg) checked the subject device and found that the image of the subject device was not displayed, and also found that the ccd unit had failure and the camera cable was damaged. There was no report of patient injury associated with this event.